Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 476 mg/dl. The customer was not hospitalized for the incident. The customer also reported the transmitter was not charging properly. The insulin pump will not be returned for analysis.